Event description:
It was reported that chloraprep are dirty in the sterile part of the prep. Verbatim: chloraprep are dirty in the sterile part of the prep.

Manufacturer narrative:
A sample and photos were available for evaluation. Visual examination of the sample and photos shows foreign material throughout the inside of the packaging which verifies the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the packaging of the product such as cleaning activities. A production record review was completed for batch/lot 1037660 and no non-conformities, failures, deviations, or rework activities occurred during the manufacturing of this lot similar to the reported issue or that could have contributed to the reported failure mode. No further action will be taken based on a negative trend is not observed at this time. H3 other text : see narrative below

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
It was reported that chloraprep are dirty in the sterile part of the prep. Verbatim: chloraprep are dirty in the sterile part of the prep.